Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.:synergy ous mr 2.75 x 20mm stent delivery system was returned for analysis. A visual examination of the stent identified mid to distal end damage with struts lifted. The undamaged crimped stent outer diameter was measured gauge and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip identified tip damage. A visual and tactile examination of the hypotube shaft identified multiple kinks. A visual and tactile examination of the outer lumen and mid-shaft section and a visual examination of the inner lumen found a polymer extrusion kink 20 mm proximal from the distal end of the tip. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 20nov2019. It was reported that crossing difficulties were encountered. The 85% stenosed target lesion was located in the severely tortuous and severely calcified left circumflex coronary artery . After the lesion was pre-dilated, a 2.75 x 20mm synergy ii drug-eluting stent was advanced, but the device failed to cross the lesion. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was good. However, returned device analysis revealed stent damage.